Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection: pelvic") and salpingitis ("chronic salpingitis") in a (B)(6) female patient who had essure (batch no. 794893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included uterine fibroid, adenomyosis, uterine cervix stenosis, hydrosalpinx, anemia, bipolar disorder, breast cellulitis and breast abscess. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), leiomyoma ("myoma"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), uterine leiomyoma ("symptomatic fibroids"), pelvic pain ("pelvic pain") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, salpingitis, menorrhagia, vaginal haemorrhage, leiomyoma, dysmenorrhoea, vaginal discharge, uterine leiomyoma and pelvic adhesions outcome was unknown and the pelvic pain had resolved. The reporter considered dysmenorrhoea, leiomyoma, menorrhagia, pelvic adhesions, pelvic infection, pelvic pain, salpingitis, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011 and (B)(6) 2011, essure was inserted. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. The case was upgraded in the incident category. The reporter information was updated. This case concerns (B)(6) patient. Concurrent condition was added. Essure insertion and removal date was added. Essure indication was added. Essure lot number was added. Concomitant medication was added. Event: severe physical injuries was updated to abnormal bleeding (vaginal, menorrhagia), infection: pelvic, dysmenorrhea (cramping), vaginal discharge, vaginal discharge, myoma, chronic salpingitis, pelvic pain, pelvic adhesions, she did not undergo essure confirmation test and symptomatic fibroids. Pelvic pain ended post essure removal. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection: pelvic"), pelvic inflammatory disease ("chronic pelvic inflammatory disease"), salpingitis ("chronic salpingitis") and genital haemorrhage ("excessive prolonged bleeding") in a 35-year-old female patient who had essure (batch no. 794893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included uterine fibroid, adenomyosis, uterine cervix stenosis, hydrosalpinx, anemia, bipolar disorder, breast cellulitis, breast abscess, abdominal pain, uterine myoma, pelvic mass, anemia, menometrorrhagia, uterine cervix stenosis, adenomyosis, pelvic adhesions, hydrosalpinx, pelvic congestion syndrome, ovarian cyst, cellulitis, back pain, plantar fascial fibromatosis, vein disorder, endometriosis and leiomyoma nos. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), leiomyoma ("myoma"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), uterine leiomyoma ("symptomatic fibroids / symptomatic uterine fibroids"), pelvic pain ("pelvic pain / pain"), pelvic adhesions ("pelvic adhesions") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, pelvic inflammatory disease, salpingitis, genital haemorrhage, menorrhagia, vaginal haemorrhage, leiomyoma, dysmenorrhoea, vaginal discharge, uterine leiomyoma, pelvic adhesions and anaemia outcome was unknown and the pelvic pain had resolved. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, leiomyoma, menorrhagia, pelvic adhesions, pelvic infection, pelvic inflammatory disease, pelvic pain, salpingitis, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011 and (B)(6) 2011, essure was inserted. The left tubal ostium again identified and the essure micro-insert applicator, passed through the operating channel of the hysteroscope and the microinsert inserted into the tubal ostium uneventually with 4 rings protruding into the endometrial cavity. The right tubal ostium again identified and the essure micro-insert applicator passed through the operating channel of the hysteroscope and the micro-insert inserted into the tubal ostium uneventually with 6 rings protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Ultrasound scan - on an unknown date: pelvic mass confirmed. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal discharge, menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhea, salpingitis, anemia, uterine leiomyoma" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection: pelvic"), salpingitis ("chronic salpingitis") and pelvic inflammatory disease ("chronic pelvic inflammatory disease") in a 35-year-old female patient who had essure (batch no. 794893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included uterine fibroid, adenomyosis, uterine cervix stenosis, hydrosalpinx, anemia, bipolar disorder, breast cellulitis, breast abscess, abdominal pain, uterine myoma, pelvic mass, anemia, menometrorrhagia, uterine cervix stenosis, adenomyosis, pelvic adhesions, hydrosalpinx, pelvic congestion syndrome and ovarian cyst. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), leiomyoma ("myoma"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), uterine leiomyoma ("symptomatic fibroids"), pelvic pain ("pelvic pain") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, salpingitis, pelvic inflammatory disease, menorrhagia, vaginal haemorrhage, leiomyoma, dysmenorrhoea, vaginal discharge, uterine leiomyoma and pelvic adhesions outcome was unknown and the pelvic pain had resolved. The reporter considered dysmenorrhoea, leiomyoma, menorrhagia, pelvic adhesions, pelvic infection, pelvic inflammatory disease, pelvic pain, salpingitis, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011 and (B)(6) 2011, essure was inserted. The left tubal ostium again identified and the essure micro-insert applicator, passed through the operating channel of the hysteroscope and the microinsert inserted into the tubal ostium uneventually with 4 rings protruding into the endometrial cavity. The right tubal ostium again identified and the essure micro-insert applicator passed through the operating channel of the hysteroscope and the micro-insert inserted into the tubal ostium uneventually with 6 rings protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Ultrasound scan - on an unknown date: pelvic mass confirmed. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal discharge, menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhea, salpingitis. Most recent follow-up information incorporated above includes: on 29-mar-2018: mr received: new reporters, concomitant disease and new event pelvic inflammatory disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection: pelvic"), pelvic inflammatory disease ("chronic pelvic inflammatory disease"), salpingitis ("chronic salpingitis") and genital haemorrhage ("excessive prolonged bleeding") in a 35-year-old female patient who had essure (batch no. 794893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included uterine fibroid, adenomyosis, uterine cervix stenosis, hydrosalpinx, anemia, bipolar disorder, breast cellulitis, breast abscess, abdominal pain, uterine myoma, pelvic mass, anemia, menometrorrhagia, uterine cervix stenosis, adenomyosis, pelvic adhesions, hydrosalpinx, pelvic congestion syndrome, ovarian cyst, cellulitis, back pain, plantar fascial fibromatosis, vein disorder, endometriosis and leiomyoma. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), leiomyoma ("myoma"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), uterine leiomyoma ("symptomatic fibroids / symptomatic uterine fibroids"), pelvic pain ("pelvic pain / pain"), pelvic adhesions ("pelvic adhesions") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, pelvic inflammatory disease, salpingitis, genital haemorrhage, menorrhagia, vaginal haemorrhage, leiomyoma, dysmenorrhoea, vaginal discharge, uterine leiomyoma, pelvic adhesions and anaemia outcome was unknown and the pelvic pain had resolved. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, leiomyoma, menorrhagia, pelvic adhesions, pelvic infection, pelvic inflammatory disease, pelvic pain, salpingitis, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011 and (B)(6) 2011, essure was inserted. The left tubal ostium again identified and the essure micro-insert applicator, passed through the operating channel of the hysteroscope and the microinsert inserted into the tubal ostium uneventually with 4 rings protruding into the endometrial cavity. The right tubal ostium again identified and the essure micro-insert applicator passed through the operating channel of the hysteroscope and the micro-insert inserted into the tubal ostium uneventually with 6 rings protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative ultrasound scan - on an unknown date: pelvic mass confirmed . Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal discharge, menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhea, salpingitis, anemia, uterine leiomyoma" . Most recent follow-up information incorporated above includes: on 30-may-2018: pfs received - new event "anemia, excessive prolonged bleeding" were added. Historical and concomitant conditions were added. New reporter were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection: pelvic"), pelvic inflammatory disease ("chronic pelvic inflammatory disease"), salpingitis ("chronic salpingitis"), genital haemorrhage ("excessive prolonged bleeding") and neoplasm malignant ("cancer") in a (B)(6)-year-old female patient who had essure (batch no. 794893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included uterine fibroid, adenomyosis, uterine cervix stenosis, hydrosalpinx, anemia, bipolar disorder, breast cellulitis, breast abscess, abdominal pain, uterine myoma, pelvic mass, anemia, menometrorrhagia, uterine cervix stenosis, adenomyosis, pelvic adhesions, hydrosalpinx, pelvic congestion syndrome, ovarian cyst, cellulitis, back pain, plantar fascial fibromatosis, vein disorder, endometriosis and leiomyoma nos. Concomitant products included medroxyprogesterone (depo provera) for birth control. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced pelvic pain ("pelvic pain / pain"). In 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), leiomyoma ("myoma"), pelvic adhesions ("pelvic adhesions") and mastitis ("breast infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), uterine leiomyoma ("symptomatic fibroids / symptomatic uterine fibroids"), anaemia ("anemia"), neoplasm ("tumor"), teratoma ("teratoma") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, pelvic inflammatory disease, salpingitis, genital haemorrhage, menorrhagia, vaginal haemorrhage, leiomyoma, dysmenorrhoea, vaginal discharge, uterine leiomyoma, pelvic adhesions, anaemia, mastitis, neoplasm, teratoma and neoplasm malignant outcome was unknown and the pelvic pain had resolved. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, leiomyoma, mastitis, menorrhagia, neoplasm, neoplasm malignant, pelvic adhesions, pelvic infection, pelvic inflammatory disease, pelvic pain, salpingitis, teratoma, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011 and (B)(6) 2011, essure was inserted. The left tubal ostium again identified and the essure micro-insert applicator, passed through the operating channel of the hysteroscope and the microinsert inserted into the tubal ostium uneventually with 4 rings protruding into the endometrial cavity. The right tubal ostium again identified and the essure micro-insert applicator passed through the operating channel of the hysteroscope and the micro-insert inserted into the tubal ostium uneventually with 6 rings protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Ultrasound scan - on an unknown date: pelvic mass confirmed. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal discharge, menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhea, salpingitis, anemia, uterine leiomyoma" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: events- "breast infection, tumor, teratoma, cancer" added from pfs. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.